Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer had changed the infusion set tubing and site. Additional occlusion alarms had occurred. The customer's blood glucose (bg) level was 363 mg/dl and an insulin injection was used to address the bg level. A system check was performed. The pump and infusion set tubing were found to be functioning as expected. There was no damage was noted to the cannula. The customer changed the supplies on the pump and resumed insulin delivery.